Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not performed according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was also confirmed that reprocessing was not implemented according to the IFU. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera elite gastrointestinal videoscope had open holes in switch button 1 in two places when conducting a water leakage test after use. It was also noted by the physician the angle was loose during a procedure. The unknown procedure was completed with the same device without delay. Upon inspection and testing of the returned device, foreign matter was discovered in the nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material in the nozzle caused by insufficient cleaning found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the bending angle was insufficient and the play of the angle knob was out of the normal state due to the elongation of the angle wire and there was a foreign object inside the nozzle due to insufficient cleaning. In addition, it was noted, there was peeling of the coating on the insertion tube and the seal on the scope connector. The paint peeling on the suction cylinder. There were wrinkles in the insertion tube and in the universal cord, the curved rubber adhesive part was missing, the adhesive of the objective lens had come, the forceps flare was occurring and the scope connector and the operation part was discolored. There were also scratches found on switch button 1, on the insertion tube, on the tip cover, on the operation, on the switch box, on the suction cylinder, on the operation unit cover, on the up/down knob, on the up/down angle fixing lever, on the right/left knob, on the grip, on the universal cord, on the scope connector side of the universal cord, on the scope connector, on the right/ left angle fixing knob. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.